Event description:
A customer in germany notified biomérieux of obtaining overestimated results when testing a qc sample using vidas tsh 60 tests (ref. 30400, batch 1009301240, expiry date 02-mar-2023) compared to the expected result. The customer stated that since (B)(6) 2022, they have remarked results above 13,5 % rilibäk deviation when testing quality control sample from biorad lot 40413 (level 3) using vidas tsh 60 tests batch 1009301240: - result on (B)(6) 2022: 45.30 ui/ml - result on (B)(6) 2022: 44.44 ui/ml - result on (B)(6) 2022: 44.30 ui/m the expected result for level 3, bio-rad qc sample (lot 40413) is 38.80 ui/ml [33.56 ; 44.04 ] ui/ml these results were preceded by a valid calibration performed on (B)(6) 2022. As this is a qc sample, there is no patient harm. A biomérieux internal investigation was initiated. Note: reference 30400 is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, 30400-01.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in germany of obtaining overestimated results when testing a qc sample using vidas tsh 60 tests (ref. (B)(4), batch 1009301240, expiry date 02-mar-2023) compared to the expected result. Investigation: 1. Device history record: there was no CAPA or non-conformity on vidas tsh reference 30400 linked to customer's complaint. 2. Complaint analysis: the analysis of complaints did not reveal a systemic quality issue. 3. Test/analysis performed. Customer¿s sample results biorad : 38.8 ( 30.3-47.2) ui/ml; rilibak : +/-13.5% of the target biorad 38.8 ( 33.6-44.0) ui/ml; customer results of the same vial on vidas tsh reference 30400 lot 1009301240: 09aug2022: 45.30 ui/ml; 23aug2022: 44.44 ui/ml; 30aug2022: 44.30 ui/ml. Customer¿s material: 2 lyophilized vials of bio-rad lyphochek immunoassay plus control reference 371 received: level 1(qc1) lot 40411; level 3 (qc3) lot 40413. Control charts analysis: the complaint laboratory observed 4 internal samples, on 7 different batches of vidas tsh reference 30400 including the customer¿s lot 1009301240. Si7818 : target 37.9 ui/ml ; ranges [32.3-43.5] ui/ml; hypo18 : target 25.6 ui/ml ; ranges [21.8-29.4] ui/ml; hypo22 : target 12.7 ui/ml ; ranges [10.8-14.6] ui/ml; ; tsh50 : target 53.4 ui/ml ; ranges [45.4-61.5] ui/ml. The analysis of the control charts showed that all results are within specifications. All lots are in the same trend. Tests performed by complaint laboratory. The complaint laboratory tested on retain kit of vidas tsh reference (B)(4) customer¿s lot 1009301240 and on additional reference lot 1009171090, as well as three (3) internal samples. All internal samples results are within their expected specifications. There was no drift of the customer¿s lot since its release. - the complaint laboratory tested biorad lyphochek immunoassay plus control reference 371 level 3, that was returned by the customeras lyophilized vials that were reconstituted by complaint laboratory on three (3) vidas lots. Biorad : 38.8 ( 30.3-47.2) ui/ml. Rilibak : +/-13.5% of the target biorad 38.8 ( 33.6-44.0) ui/ml. Complaint laboratory results are on acceptable ranges biorad and rilibäk : customer¿s lot 1009301240 : 37.07/38.25 ui/ml; lot 1009171090: 36.18/36.64 ui/ml; lot 1009603100: 39.69/38.38 ui/ml; all results are on expected values biorad and rilibäk. Conclusion: the customer¿s result is not reproduced by the complaint laboratory. The complaint laboratory result for lyphochek immunoassay plus control reference 371 level 3 lot 40413 is within acceptable ranges for biorad and rilibäk with vidas tsh ref (B)(4) customer¿s lot 1009301240. The root cause has not been identified. This customer had an issue for the same biorad control lot with another reagent. The hypothesis is that a reconstitution vial issue occurred. The internal control results are linked to the pre-analytic steps. The customer must follow pre-analytic steps for reconstitution of the lyophilized vials (diluent, volume, waiting time, mixing), and after reconstitution, homogenize the internal control before running. According to the above data , vidas tsh ref (B)(4), lot 1009301240 is within these expected performance.